Event description:
It was reported, that the ultrasonic bronchofibervideoscope showed no image when connected to the stack and no error code was shown. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to image board failure. The event can be detected/prevented by following the instructions for use which state: "important information ¿ please read before use. Warnings and cautions: do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not touch the electrical contacts in the ultrasonic connector. Equipment damage can result." Olympus will continue to monitor field performance for this device.